Event description:
Continues sound of leakage inside the ventilator, during full calibration tf:231008 appeared at the following tests: tightness, flow sensor, nebulizer, binary valve and disappeared at the end of tests.

Manufacturer narrative:
The case is reportable. The technical events and failures reported by the user and described in the event description could be confirmed. The device did not start up. The root cause was a defective nebulizer. The service engineer on site replaced thedefective nebulizer and the device functioned as intended again. There was no patient or user harm.